Event description:
Info received indicates the brake is not holding at the head end of the bed.

Manufacturer narrative:
The tech isolated the issue to the brake detent mechanism after attempting to adjust the brake. He replaced the brake detent mechanism to repair the bed. The bed was tested and the brake is holding properly.